Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection did not find any visible damages. Dried saline was seen on the luer and the tip. Bodily fluids were also on the tip. Electrical continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermocouple/magnetic sensor resistances measured in specification and were typical. The tip was magnetized when received, but once it was demagnetized on the bench it was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The magnetized tip is the most likely reason for the tracking issues reported by the field. The device's lumen was leak tested and a gross leak due to cracked luer was identified. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 19may2021. During a redo pulmonary vein isolation ablation procedure a intellanav open-irrigated catheter was selected for use. Magnetic tracking of the catheter was not seen once the catheter was in the left atrium. No signals were observed on the rhythmia or the competitor's recording system. The ablation cable to the shuttle box was exchanged and all connections were checked. The workstation and signal station were restarted. Then the catheter was exchanged and the procedure was completed successfully with no patient complications. However, device analysis revealed that the luer was cracked and leaking.